Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue tip connector of a minicap transfer set disconnected. This issue occurred during use with patient involvement. The minicap transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided in the device was received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The reported condition was verified. A missing chip was noted during visual inspection. The missing chip is indicative of a disconnection issue. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.